Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed a recurring rash on their chest. The patient indicated that the same type of rash occurred two months ago and that their dermatologist prescribed them a cream that cleared it up. The patient indicated that they revisited their doctor for this new instance of the rash and received a cream to apply to the irritation. During a follow-up, the patient indicated that the condition of the irritation had improved after using the cream.